Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that the right atrial lead exhibited poor capture threshold and loss of capture. The lead was replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one-piece measuring 52.7cm. Analysis was normal. No anomalies were found.